Event description:
During a lap colon procedure, starting to use instrumnet and got error code 5. Turned machine off and reset. Tried to start again and would not test. Opened 2nd device and it did not work either, changed hand piece and still did not work. Complete procedure w/bi-polar. No pt consequence.